Event description:
The explanted vns generator was returned on (B)(6) 2013 and is pending analysis. Paperwork received with the generator indicated the generator was replaced due to end of service.

Event description:
Analysis was completed on the returned vns generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Reporter indicated that he was having increased seizures below pre-vns baseline levels and that the vns 'was not working anymore.' A battery life estimate performed by the manufacturer resulted in approximately 4.99 years remaining. The patient later had vns generator replacement surgery performed on (B)(6) 2013. Follow up with the treating neurologist's office revealed the patient had not been seen since (B)(6) 2012. The patient felt 'his battery was getting low' and he was referred for generator replacement in (B)(6) 2013. All attempts for additional information have been unsuccessful to date. Additional information was received from the surgeon indicating the patient was having some irregular vns stimulation, and increased seizures as a result. The patient had felt his vns was nearing end of service. All attempts for return of the explanted vns generator have been unsuccessful to date.